Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported the patient was hospitalized due to another indication and "came home" with peritonitis. Treatment for the peritonitis was not reported. The "pd tube" was to be removed and then the patient would be switched to hemodialysis. The patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.